Event description:
It was reported to boston scientific corporation that a stone retrieval gasping forceps was used during a right ureteroscopy with stone manipulation procedure performed in 2009. According to the complainant, during the procedure, the device would not physically close. They used another stone retrieval grasping forceps to complete the case. There were no pt complications reported as a result of this event. The pt's condition at the conclusion of the procedure was reported to be "fine".

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the investigation of the complaint device, if there is any further relevant info from that review, supplemental medwatch will be filed.